Event description:
Patient's family member reports the patient went into a "code blue" 30 minutes after a refill procedure. The patient was having pump refilled by a different physician, than the patient usually sees. The pump was refilled with difficulties. Thirty minutes later, the patient went into a "code blue". The pump was turned off and the pt was given narcan. The patient was ok by morning. The patient was requesting the device be removed. The patient had a slight fever at the time of the report. Despite repeated attempts, no further information about this event was received. The manufacturer's device registration system does not indicate the device was explanted.